Event description:
A report was received that the patient had passed away. The cause and date are not known. The physician doesn't have any additional information regarding the patient's death.

Event description:
A report was received that the patient had passed away. The cause and date are not known. The physician doesn't have any additional information regarding the patient's death.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70 serial#:(B)(4). Description: artisan 2x8 lim,70cm.